Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: the black box shows loss of prime warning associated with a low non-zero force on 2016-03-24 at 12:47. The warning was confirmed 5 times; deliveries resumed 13:50. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. . No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration is within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient experienced a blood glucose of 31+ mmol/l related to loss of prime warnings on the pump. The reporter indicated that the patient was staying with someone who was unfamiliar with resolving the loss of prime warnings which resulted in a delay in insulin delivery. The reporter indicated that the blood glucose levels started to decrease when the pump was reprimed and delivery was resumed. The reporter indicated that the loss of prime warnings were occurring on multiple cartridges across more than one box. This report is made based on the allegation that the patient experienced hyperglycemia associated with the pump loss of prime issue.